Event description:
Blunt tip balloon trocar with kii seal had a hole in the balloon which deflated during the initial portion of the procedure causing the trocar to slide out at a point in the procedure when the operative endoscope was being removed through the trocar. Use approximately 10 - 15 minutes. Reason for use: laparoscopic colon resection.